Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d.6.b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed delamination total of the valve (adhesive failure) additional observations: ¿ observed wear abrasion on the device. ¿ white particles observed inside device. ¿ observed creases on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.